Event description:
The customer reported that the pic did not call a low bp alarm and the pt had to be heavily medicated as a result.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.